Event description:
It was reported that the patient underwent an ambicor penile prosthesis (ipp) replacement surgery due to an unspecified malfunction. The existing app was explanted and replaced with an inflatable penile prosthesis (ipp). The explanted app is not expected for return. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.